Event description:
It was reported that an arteriotomy closure of a minimum to moderately calcified common femoral artery was attempted using a perclose proglide device after an interventional procedure which using a 6f sheath. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The proglide device was not returned for analysis, which may have assisted in the investigation. Therefore, a conclusive cause for the reported cuff miss; however, user technique and/or patient anatomical condition (minimum to moderately calcified) may have contributed to the reported event. A cuff miss can be influenced by numerous factors including, but not limited to: manufacturing, however, the needle trajectory of every device which could cause a cuff-miss and the subsequent suture not coming out, is checked during manufacturing. Another contributing factor to this event is user technique, such as, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. However, no information in regards to the user technique was provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss; however, besides the presence of minimum to moderate calcification, patient medical history was not disclosed. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. Based on the investigation and testing criteria for this device lot, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.